Event description:
It was reported that the patient was presented to the emergency department due to diaphragmatic stimulation. The right atrial lead exhibited loss of capture and intermittent sensing. The device was reprogrammed to vvi mode and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead had dislodged and was explanted and replaced on (B)(6) 2014.